Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited the right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. Technical services (ts) reviewed and noted this was due to poor evoke response. It was also noted loss of capture (loc) on the right atrial (ra) lead. Ts provided troubleshooting options. This product remains in service. No adverse patient effects were reported.